Event description:
Information was received via a clinical study that during a right internal carotid artery (ica) stenting using an angioguard xp embolic protection device 9503014mc/70908504) and two precise stents (p09030xc/13405154 & p09030xc/13409342) the patient developed hypotension, reported by the physician as likely due to the post dilation with a 5mm balloon (unk) at 6 atm. Intravenous drip of etilefrine hydrochloride was administered, and the patient recovered within the timeframe of the procedure. There were no neurological symptoms, and the patient was discharged from the hospital without further reported events. There were no issues with the angioguard or precise stents. The patient was diagnosed as symptomatic stroke as the vessel was 85% stenosed. There was mild calcification and no vessel tortuosity. Pre-dilation was performed with an unknown 3.5mm balloon at 7 atm. Pre and post medications included aspirin, clopidogrel sulfate, atrovastatin calcium hydrate, furosemide, voglibose, glimepiride and nicorandil. Additionally heparin was administered per-procedure and post procedure.

Manufacturer narrative:
This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of three products involved in the same patient and reported under manufacturing number 9616099-2009-01401 and 1016427-2009-00212.